Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition and returned damaged devices is consistent with the protection sleeve being forced/hammered into the insertion handle as the profile of the circular raised edge on the protection sleeve matches up with the profile of the raised edge in the insertion handle. Most likely cause for this complaint is damage experienced over the 10 year lifetime of the reusable instruments. This complaint involves 2 parts. It was reported that a patient had head on motor vehicle collision resulting in a femur fracture. The fracture was repaired with a 9mm ti lateral entry femoral recon nail. When the surgeon attempted to implant locking screw in the proximal end of the nail in the 120 degree slot, the 12.0mm/ 8.0mm protection sleeve 188mm would not pass through the opening of 120 degree anti-grade locking option in standard insertion handle. Surgeon out of curiosity attempted to use different set of sleeve (smaller diameter) from a trochanteric fixation nail advanced set however the drill bit would not line up with hole in the nail and kept missing. The returned protection sleeve does not fit into the returned insertion handle. Damage exists on both devices preventing them from mating as intended. The protection sleeve has a circular burr (raised edge/material) which measures 12.033mm outside diameter using micrometers om521. The insertion handle hole has damage (raised edge/material on the distal edge of the inside diameter and now only accepts a 11.63 mm gage pin (gp32). This complaint condition of the protection sleeve not fitting into the insertion handle was able to be replicated at customer quality (cq). The complaint condition and returned damaged devices is consistent with the protection sleeve being forced/hammered into the insertion handle as the profile of the circular raised edge on the protection sleeve matches up with the profile of the raised edge in the insertion handle. No product design issues or discrepancies were observed. Protection sleeve outside diameter specifications are 11.96mm to 11.98mm which is adequate as the mating instrument/insertion handle 120 degree antegrade hole specifications are 12.0mm to 12.036mm. A visual inspection under 5x magnification, functional test, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product code: fsm. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4), manufacturing date: 03 january 2006. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient had head on motor vehicle collision resulting in a femur fracture. On (B)(6) 2016, the fracture was repaired with a 9mm titanium (ti) lateral entry femoral recon nail. When the surgeon attempted to implant the locking screw in the proximal end of the nail in the 120 degree slot, the 12.0mm/8.0mm protection sleeve 188mm would not pass through the opening of 120 degree antigrade locking option in the standard insertion handle. Surgeon was unable to drill and implant the locking screw in the nail through the 120 degree hole; therefore, the 120 degree hole remained empty. An unknown screw was implanted in middle screw hole to fix the nail. There was 10 - 15 minute delay in surgery. Surgery was completed successfully. Patient status was reported as stable. Concomitant devices reported: nail (part # 04.003.257s , lot # 7623262, quantity # 1). This is report 2 of 2 for (B)(4).